Manufacturer narrative:
The device was manufactured from july 31, 2019 - august 1, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which found fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of fluid inside the bag was found to be the untightened blue winged luer cap. Functional testing was performed by filling the device with green colored water. After the fill, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak were observed. The device was determined to be conforming product because no evidence of a leak was found during the functional leak test. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was presence of liquid inside the envelope (package) containing a large volume infusor. This was observed before opening the package. The device contained fluorouracil. There was no patient involvement. No additional information is available.